Manufacturer narrative:
(B)(4). If a flowable hemostat (floseal) is used to provide hemostasis in partial nephrectomy the collecting system needs to be closed according to urological surgery standards before the hemostat is applied. If this is not the case, floseal can enter the collecting system of the kidney. Closure of the collecting system is a routine surgical measure to prevent urine leaks and other surgery related complications. The reported renal colic (abdominal pain commonly caused by kidney stones) is possibly associated with the use of floseal without appropriate closure of the collecting system. Baxter is still following up with the reporter for additional case information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Multiple attempts were made to contact the reporter in an effort to receive additional case information. No response was received. Re-training on the operating surgeon was not possible. Baxter (B)(4) completed the investigation. Sample evaluation and batch review could not be performed as no sample or lot number was provided. No trend was identified. Per (B)(4), as no affected product lot number or sample was provided by the customer, the manufacturing process could not be evaluated therefore no further action is required. The case will be kept on file for trending purposes.

Event description:
On (B)(6) 2013, the customer contacted baxter sales rep to report an incident regarding floseal. It was reported that a partial nephrectomy was performed on patient to remove a big tumor in the kidney. Later, the patient consulted at the hospital for an unknown reason. Two surgeons (urologists) found that the patient was doing a "colite nephrotique" (french word) due to the fact that floseal had entered in the collecting system. The surgeons tried to remove floseal but it was very difficult. One of the surgeons believed that the other surgeon removed it using laser, however requested (the baxter sales rep) for suggestion to remove floseal. The question was referred to baxter medical affairs manager. Dr. (B)(6) stated that he does not consider it as an adverse event because the kidney tumor was so big that it is something that could happen that floseal entered in the collecting system. The problem was noted after the product use. There was patient reaction or injury and medical intervention was required. Sample is not available for evaluation. Details: nephrotic colitis due to floseal entering the collecting system. Incident date: unknown. No further information provided.